Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patients implantable cardioverter defibrillator (ICD) system had been extracted due to an infection. The patient passed while in the hospital approximately one week later due to sepsis.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.